Event description:
Female pt (age unk) was presented to the interventional lab for an angioplasty procedure. The location of the lesion is unk. There was no calcification or vessel tortuosity. There is no info available as to what size sheath was used, if the physician had any difficulty accessing the lesion with a guidewire, percentage of stenosis, or if there was any difficulty crossing the lesion with the balloon. The balloon was being used for pre-dilation and ruptured at 8 atmospheres (atm). The balloon was properly inspected and prepped before use. Another balloon was used to complete the procedure. There was no reported injury to the pt. As per the qualrap, there is no additional info available.